Event description:
Reference number (B)(4). Event occurred in germany. On 08-july-2024, it was reported that the patient encountered infusion set tubing connector broken event. Infusion set was in use for 2-3 days. No further information available.